Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime iliac limb stent graft was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow-up where physician observed stenosis of the left iliac limb. The physician elected to re-intervene by performing an angioplasty which successfully resolved the stenosis. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the bilateral limb occlusions was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. Procedure-related harms included: type ii endoleak of the inferior mesenteric artery, which is the most likely cause of the sac growth (no device issue). The patient was discharged home on anticoagulation and antiplatelet therapy on the first post operative day and there have been no further patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).